Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the proximal sheath became detached when the physician forcibly opened the snare after feeling resistance in the handle. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula is in good condition and there was evidence of the flaring process. The complaint was confirmed, the flare detached. The flare detachment does not allow the device to be actuated. Review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the proximal sheath became detached when the physician forcibly opened the snare after feeling resistance in the handle. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.